Manufacturer narrative:
The reported field event of failure to interrogate was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that the patient presented for an in-patient check. It was revealed that the pacemaker could not be interrogated. The pacemaker was removed and replaced. The patient was stable.